Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 46 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient experienced sudden ventricular fibrillation. Approximately 1 hour of defibrillation did not bring results. The patient expired and the pump was stopped. An autopsy showed that the cause of death was pulmonary embolism. The surgeon reported that the patient's outcome was not related with the pump. No additional information was provided.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the left ventricular assist system (lvas). A direct correlation between the returned device and the reported events could not be conclusively determined. Review of the submitted system controller log file did not indicate any potential device-related issues. The device was returned assembled with the pump cable intact and the modular cable was returned attached to the pump cable in-line connector. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The modular cable passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Cardiac arrhythmia and peripheral thromboembolic event are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.